Manufacturer narrative:
Review of camera images: crrs3 strip lot r0730 strip 2 well 1= 0 (neg for e ). Review of the image indicates negative image.0 strip 2 well 2= 1 (homozygous for e ). Review of the image indicates negative with fuzzy button. And pink halo in background.0 strip 2 well 3= 0 (neg for e ). Review of the image indicates negative image.4+ strip 2 well 4=100. Positive control.repeat testing on the echo:crrs3 strip lot r073. 0 strip 2 well 1= 0 (neg for e). Review of the image indicates negative results.0 strip 2 well 2= 0 (homozygous for e). Review of the image indicates negative with fuzzy button. And pink halo in background.0 strip 2 well 3= 0 (neg for e). Review of the image indicates negative results.4+ strip 2 well 4=100. Positive control.confirmed the reactivity of the e antigen on retention crrs (3), lot r073, with anti-e.screen assay performed with customer's patient sample using retention crrs (3), lot r073 on in-house echo. Sample was nonreactive with all cells.hemagglutination tube testing performed with customer's patient sample using retention panoscreen I, ii, and iii. Testing was performed at all temperatures. Sample exhibited weak (+w) reactivity with cell ii (r2r2) at 15'rt and iat phases and was nonreactive in all other testing.

Event description:
Customer reported unexpected negative results when testing a sample with a known anti-e with capture-r ready-screen 3 (crrs 3) on the echo. Repeat testing also resulted negative.